Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the plastic tip that was connected to the site fell off his infusion set and it appeared as if the tubing and plastic tip had been pulled apart while he was sleeping. The pieces fell apart the next morning while he was away and disconnected. His blood glucose level was unaffected and he used a new infusion set to resolve the issue. The patient did not notice any damage when the package was first opened. No further information available.